Event description:
It was reported that the slide tube weldment broke. No injuries were reported.

Manufacturer narrative:
The slide tube weldment has been replaced and the cot is now functioning to specifications. It is unknown if the reportedly broken slide tube weldment will be returned to the manufacturer.